Event description:
The user reported that the unit would shut down after being turned on for 4 to 6 hours. There was no harm to any pt. Test on the device disclosed that it would operate normally from the battery, but not from the ac line. The problem was a blown transistor q1 on the power supply assembly 590251. No cause for the blown transistor could be determined. This is an unusual occurrence, and appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.